Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 93 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer stated that when attempting to calibrate; the insulin pump alerted with calibration not accepted, then eventually got a change sensor. The customer also stated that in the past they had issues with having connection problems with the sensor but within 5 minutes it start working. The sensor will not be returned for analysis.